Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes due to loss of electrode contact in the pocket were observed. The patient did not report any symptoms. Patient will be monitored.